Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned. Visual and x-ray examinations of the lead did not find any anomalies. All tines were noted intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead had failed to be implanted due to an unknown reason. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.